Event description:
It was reported that during pre-use check, when unit was plugged into cart, the cardiosave intra-aortic balloon pump (iabp) had a helium leak and a display issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge fse that repaired the iabp reported that the reported issue was reproducible prior to any repairs.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and found torn o-ring on male plug that attaches helium pressure from rescue to cart. The fse replaced the o-ring and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during pre-use check, when unit was plugged into cart, the cardiosave intra-aortic balloon pump (iabp) had a helium leak and a display issue. There was no patient involvement, and no adverse event reported.